Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The x-ray investigation revealed that the locking mechanism of the tfna fem nail ø10 130° l200 timo15 is located near the upper portion of the nail. It is important to note that this mechanism is pre assembled within the nail, however, it is observed position appears to be slightly shifted upward compared to the original intended position. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. According to the surgical technique tfn-advanced proximal femoral nailing system , se_847003, rev. Af. The preassembled locking mechanism in the nail must be advanced to control the rotation of the screw. Pass the 5 mm flexible screwdriver through the cannulated connecting screw and insertion handle until it is seated in the hexagonal recess of the locking mechanism. Turn clockwise to advance the locking mechanism. Advance the screwdriver down until it stops completely, then back the screwdriver off by turning counterclockwise 1/2 turn (180 degrees). The screw is now locked in rotation but can still slide. Precaution: if the locking mechanism is not turned back 1/2 turn after initial tightening as described above, controlled collapse and compression of the fracture may not occur. Once the screw has been locked in rotation, interfragmentary compression can be obtained by mounting the compression nut onto the screw inserter. Advance it until it abuts the guide sleeve. Turn the compression nut clockwise by hand. For additional leverage, use the pin wrench. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 130° l200 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 04.037.043s, lot: 68190p9, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 16 may 2025, expiration date: 01 may 2035. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the right femur, when surgeon was locking the set screw of the tfna, it was discovered that the set screw was not on track and the surgeon couldn't lock the set screw to the blade. The procedure was completed successfully with no surgical delay. There was no patient consequence.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.